Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible that a high-energy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. However, a definitive cause was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: IFU states that detection method in bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU states that preventive measure in bf-1tq290 operation manual: chapter 4 operation:4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.